Manufacturer narrative:
Additional information: d10, h3, h6. Explant due to shortness of breath and regurgitation was reported. The investigation found that all three leaflets contained calcifications. Leaflet 1 was torn, and was associated with a calcification. There was fibrous pannus ingrowth on the inflow surface of all three leaflets, which narrowed the inflow diameter. All three leaflets were fibrotically thickened. No inflammation was present. The calcification, pannus, and tear noted could have contributed to the reported regurgitation.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an unknown size trifecta valve was implanted. The patient present with shortness of breath and aortic regurgitation. The valve was explanted on (B)(6) 2020 and a unknown size magna ease valve was implanted. The patient was reported to be in stable condition. Additional information cannot be provided.